Event description:
This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a male patient of unk origin. The patient was taking an unspecified medication for treatment of an unk indication. On 22-feb-2007, the humapen ergo burgundy/clear pen body (lot 0411a04) with a clear cartridge holder attached was reported to be broken. This humapen ergo, burgundy/clear pen body with a clear cartridge holder attached is associated with cid00481478. The operator of the device was unk and it was unk if the operator of the device was trained. It was unk howlong the patient had used this device model. The device was returned to the company on 25-feb-2007. Initial examination found 2 broken engagement tabs. It was unk if use with another humapen ergo device was continued. Refer to results/conclusion section. Update 12 apr-2007; additional information received in gpcms 05-apr-2007; added lss summary to qc info tab; updated final fields, further investigation field and deleted expected fu date on EU/ca device button; updated psur comments and added 'refer to results/conclusions section 'a' to narrative. Changed improper use storage from no to yes.

Manufacturer narrative:
Reportable malfunction/near incident identified. Investigation in progress. Evaluation summary: the actual complaint device (lot 0411a04, manufactured nov. 2004) was returned and found to have both clear cartridge holder engagement tabs broken. This malfunction has been shown to result in an underdose. Corrective action: the core user manual states "do not damage or remove the cartridge holder tabs. Do not use the pen if the cartridge holder tabs are broken. Do not use the pen if any part of your pen appears broken or damaged. Contact rep or your healthcare professional." There is evidence of improper use. The engineering investigation concluded the right engagement tab was broken off with an unk tool as evidenced by tool marks near the right engagement tab base region. The left engagement tab was bent inwards by an unk tool as evidenced by tool marks around left engagement tab region. Also, tool marks were found on the engagement tab base and engagement tab surface breaks. The marks are consistent with a tool such as a mill file.